Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The 98% stenosed, 15x2.5mm, de novo target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm unspecified coronary balloon and the stenosis was reduced to 70%. A 3.0x28mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The physician exchanged the device for a 3.0x24mm taxus liberte sds to successfully complete the procedure. There were no patient complications and the patient's current condition is listed as "stable". However, analysis of the 3.0x28 taxus liberte sds revealed stent damaged.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned stent delivery system (sds) revealed mid stent damaged. The struts on rows 8 to 9 from the proximal edge were slightly raised. There was solidified contrast media present within the entire length of the inflation lumen indicating the device had been prepped for use. The balloon and tip sections of the device were also examined and no issues were noted that would have potentially contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).